Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high threshold, low sensing, and low impedance were observed. Patient also received inappropriate shocks due to myopotential noise. X-ray revealed that the lead had perforated and resulted in cardiac effusion. The lead was explanted with no consequences to the patient.